Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient with history of history of l5-s1 disc disruption, herniated nucleus pulpous, neurologic injury, and instability underwent a procedure for l4-s1 posterior lumbar fusion with instrumentation, and anterior l5-s1 discectomy and decompression with alif l5-s1 with depuy vg2 interbody device, rhbmp-2, and allograft cancellous bone. One week post-op the patient had an irrigation and debridement of wound along with closure over drains due post-operative deep lumbar wound infection. Pt. Also underwent procedure for l2- 3 and l3-4 redo laminectomy and decompression of the central spinal canal and exiting nerve roots with posterior spinal fusion, t10 through l4 using right iliac bone crest graft; instrumentation of t10 through l4 with pedicle screws and with placement of an epidural catheter for pain control. Approximately 3 weeks post-op the initial procedure the patient had an irrigation and debridement of back wound due to infection and draining. At 17 months post-op the patient underwent a procedure for posterior removal of instrumentation with exploration of fusion and irrigation and debridement due to an infected back and pseudoarthrosis.